Manufacturer narrative:
Review of medical records: pre-op: on (B)(6) 2005, MRI from (B)(6) 2004 shows mild disc desiccation throughout lumbar spine, protrusion and annular tear at l5-s1; discography concordant pain l5-s1. Charite disc implanted on (B)(6) 2005 at l5-s1. Post-op: on (B)(6) 2005, occasional pain is reported, x-rays show disc in good position. On (B)(6) 2005, x-rays review raises question of whether there is some subsidence of disc at l5. On (B)(6) 2005 back pain - did well initially and then developed sciatica in s1 distribution. CT shows disc in good alignment, only slightly eccentric to left. On (B)(6) 2006, pain reported. MRI/x-ray show facet arthropathy throughout lower spine with greatest amount at l5-s1. Notes disc subsidence. On (B)(6) 2007, l5-s1 facet joints severely degenerated (MRI (B)(6) 2006). On (B)(6) 2007, reports subsidence of disc into l5. On (B)(6) 2007, CT from (B)(6) 2007 shows no evidence of nerve compression, some degenerative changes, but none suggestive of severe facet disease. On (B)(6) 2007, pt revised with plf and screws/rods l5-s1. On (B)(6) 2007, pain is improved. On (B)(6) 2008 office notes mentioned revision addressing subsidence l5-s1. On (B)(6) 2008, back pain reported. Review of (B)(6) 2008 CT shows instrumentation in good position, no facet arthrosis. On (B)(6) 2008, back pain; CT myelogram on (B)(6) 2008 shows mild degenerative changes l4-l5 with fusion at l5-s1. On (B)(6) 2008, back/leg pain. On (B)(6) 2010, severe back pain; reviewed on (B)(6) 2009 x-rays show solid fusion l5-s1, broad disc bulge l4-l5 with no herniation. The charite implant remains in vivo. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device. It appears that issues at other levels and facets contributed to this poor outcome.

Event description:
Depuy spine became aware of a charite artificial disc pt who experienced an adverse outcome after placement. As a result an MDR is filed to document this event.